Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-34us, serial/lot #: (B)(6), ubd: 09-mar-2023, UDI#: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with aortic stenosis, annular, leaflet, and left ventricular outflow tract calcification, the valve was loaded successfully on the first attempt. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. The valve moved supra-annular at 80% upon the first deployment attempt. The valve was recaptured onto the delivery catheter system (dcs) and was advanced across the annulus. During the second deployment attempt, the valve was unable to expand and an infold of the valve frame was noted. Subsequently, the infolded valve was recaptured onto the dcs and withdrawn from the patient. Per the physician, calcification contributed to the infold. The valve and dcs were replaced. A new valve and dcs were used for successful implant. After completion of the procedure, after the arterial and venous access sites were closed, a pericardial effusion was noted on the echocardiogram. A pericardiocentesis was performed. Upon testing the blood sample, venous blood was confirmed. It was reported the pericardial effusion was caused by the non-medtronic temporary pacemaker. Per the physician, neither the dcs nor the valve caused or contributed to the pericardial effusion. It was reported that the perimeter of the annulus was 86.6 mm. No adverse patient effects were reported.